Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed the delivery accuracy test. No under delivery anomalies or unexpected alarms noted. Unit received with cracked battery tube threads, minor scratches on case, cracked lcd window, cracked reservoir tube lip, broken belt clip slot, cracked reservoir tube window, cracked case at display window corners, minor scratches on reservoir tube window, cracked case at reservoir tube window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of over 600 mg/dl. Customer¿s current blood glucose value was 600 mg/dl. The customer experienced symptoms such as sick and heart is beating fast. The customer treated with an insulin shot. The drive support cap appears normal. Troubleshooting was performed for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer performed high pressure test and it did not pass. Based on customer report customer does allege pump was under delivering. The insulin pump will be returned for analysis.